Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse ordered a replacement erbe generator and a monopolar foot pedal. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation.

Event description:
It was reported that after a procedure, errors were experienced when using monopolar energy, and several iesu faults were observed. Initial troubleshooting included suggesting the use of the top monopolar port and advising to try a different coagulation mode if the issue persisted. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure outcome is unknown with no reported injury. Intuitive followed up and obtained additional information. The troubleshooting steps did resolve the issue. The procedure was finished robotically. Yes, the procedure was finished robotically with the same generator. Please refer to section a for patient demographic information.

Manufacturer narrative:
The field service engineer (fse) ordered a replacement integrated electrosurgical unit (iesu). Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did replicate and confirm the customer complaint "getting an error code on cautery during the last case". In logs, errors m02, 4 71, c82, c71, c83, c92 errors were confirmed. The iesu was tested on the system and presented m02 4, m02 error on startup. Front bezel requires replacement and has significant yellowing.

Event description:
Refer to h11 for follow-up information.